Event description:
Patient presented with low impedance shortly after generator replacement. Impedance was normal during and after the replacement surgery. It was noted that the patient is not experiencing any discomfort or change in seizure frequency and the device was left on. Ap and lateral chest x-ray images and lateral neck image were reviewed. The feedthru wires appear intact and the connector pin appears to be fully inserted inside the connector block. A portion of the lead was visualized in the chest and neck. Due to the quality of the image, the majority of the lead could not be assessed for gross fractures or sharp angles. The lead is not routed behind the generator. No fractures or sharp angles were identified in the portion of the lead near the generator which could be assessed. Based on the x-rays received, the cause of the low impedance cannot be confirmed. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.